Event description:
A hospital in (B)(6) reported via a fisher & paykel healthcare representative a patient who was hemorraging in the lungs was on a setup which included an mr850 respiratory humidifier and an rt215 adult breathing circuit. It was reported that blood filled the circuit and water trap and subsequently sprayed on the therapist when the breathing circuit water trap was being emptied. No health consequences were reported.

Manufacturer narrative:
(B)(4). The complaint breathing circuit was not available for investigation as it had been discarded by the hospital. An investigation was carried out based on the event description. It was reported that the patient had been admitted to the hospital with hemorraging lungs. When the therapist had opened the water trap to be emptied, some blood sprayed on the therapist. It is not known how much fluid was in the circuit when the water trap was removed. The rt215 breathing circuit features a water trap on the expiratory limb which is used to catch condensate. The water trap consists of a bowl and a lid which can be separated to allow the caregiver to empty the condensate. There is also a plunger inside of the water trap which closes to seal the circuit when the water trap is opened for draining. Based on the information provided by the customer, it is likely that the water trap had overfilled, causing fluid to spray/splash on the therapist when opened.